Event description:
Rn in ed [emergency department] was using medium-sized gloves while doing an IV insertion on a patient and the gloves started to thin out while in use then it would tear open.no exposure during the IV insertion. (Another instance was when a nurse had the gloves on and was cleaning some surfaces, the gloves started to thin out and holes started to appear.)